Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The device was not returned. Probable cause can be due to cv-190 ap-board malfunction probable cause can be due to malfunction of the connected endoscope at the time of the indicated phenomenon. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the cv-190 evis exera iii video system center exhibited an error e204 error message when pressing button 4 to capture an image. The user was advised to swap the clv-190 scope series to another system however, the user stated that he does not believe any other scopes were producing the same error on the cv-190. There was no patient involvement on this event. No user harm or injury was reported.